Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a lot of pressure transducers (both upper and lower) has been replaced. The product issue was observed by bd representative during site visit. There was no patient involvement.